Manufacturer narrative:
Additional pro code selection that applies to the indication of this device. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs patient underwent and elective procedure due to magnetic resonance imaging (MRI) preferences. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis due to facility policy. Post operatively, the patient was great.